Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that the outer insulation was abraded at 20.4 cm to 20.8 cm from the connector pin. The outer coil was exposed in this area. The lead abrasion is consistent with that produced by friction to another device.